Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in romania underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient was diagnosed to have high sub-occlusion syndrome and was hospitalized. The patient had vomiting, secretions at the stoma, and arterial hypotension. The j tube was replaced, and was noted to have a tight knot and abundant calcareous deposits. The patient has recovered and the duopa therapy was not interrupted.